Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred undergoing planned/non - emergency treatment. The procedure was completed by moving patient to another room. It was reported to philips that system unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system with the biomed remotely and found biomed rebooted after the large screen went blank, but on restart the system failed to boot and the display reads "0000". The rse checked the logfile and found flex vision pc may not have shut down properly after event and requested onsite support. The philips field service engineer (fse) checked the system logfile onsite and found flex-vision pc issues. On further troubleshooting the fse found issues with the bad power supply. To resolve the issue, the fse replaced power supply in b cabinet. The defective part was sent for analysis, for power supply, malfunction was observed and the failure was found to be power supply defect to the parts. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. Upon rebooting, the system was unable to boot, stalling at 00:00. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.